Event description:
This lead was implanted on (B)(6) 1992. A call to medical records on (B)(6) 2012, states that the system was removed, due to an infection at some point in the past. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).